Manufacturer narrative:
The data acquisition (da) pcba and data acquisition pcba to motor controller pcba cable were tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported error codes indicating an internal communication failure. No patient harm reported.

Manufacturer narrative:
The bench repair technician confirmed the reported problem. The da - mc cable and da pcb were replaced to resolve this issue.